Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during revision for routine device replacement the right ventricular (rv) lead could not be released from this pacemaker. Despite attempts, the device set screws could not be loosened. The lead was cut and surgically abandoned and the device explanted. A new device and lead were then implanted without consequence. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that ventricular seal plugs were missing and the capture washers bowed upward. All setscrews moved freely and operated normally. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the ventricular lead barrel had bonded with the silicone seal rings of the lead. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.